Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised forced sensor system error while they were changing out the set and the insulin pump continues to reset. The customer¿s blood glucose level was 207 mg/dl. The insulin pump was not dropped or bumped. The drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit rewind properly, however unit alarmed a33 due to motor with high currents draw. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to a33 alarm. Unit received with minor scratched display window and case.